Event description:
It was reported by the user facility that the trigger is getting stuck. This was confirmed by a stryker manufacturer technician, during evaluation, who noted the trigger was sticking causing a run on condition. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.